Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the long bipolar grasper instrument had jerky movement and the wrist was stuck. The instrument has 10 lives left. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter indicated the approximate time the issue occurred was 45 minutes into the case. The issue occurred with the surgeon¿s head inside the surgeon console¿s (ssc) high resolution stereo viewer (hrsv). It was confirmed that the issue occurred while the surgeon was attempting to manipulate instruments from the ssc. It was unknown if the failure was related to an inability to move the instrument at all. The movements of the surgeon scaled appropriately to the instrument. It was unknown if the instrument moved in the intended direction. It was unknown if the timing of instrument movement was appropriate. Shakiness was confirmed to be experienced/observed. There was no reported instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The issue was intermittent with no patterns identified. The reporter indicated they used another instrument. The instrument was inspected prior to usage with no damage noted.

Manufacturer narrative:
The long bipolar grasper instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The long bipolar grasper instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument passed intuitive motion test. The instrument was placed and driven on the in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. No product issue was identified.